Event description:
It was reported there was an event which resulted in in-patient or prolonged hospitalization. No further details were provided. The medication being delivered via the device were clonidine <(>&<)> bupivicaine additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8781 serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).